Event description:
It was reported through the litigation process that one month and three days post a port placement via the right internal jugular vein approach, the catheter was allegedly occluded. It was further reported that the patient reportedly experienced right neck pain and was allegedly diagnosed with catheter associated acute thrombosis. Reportedly, the patient was provided with anticoagulant and the port system was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. Medical record were provided for review. Medical record alleges an bard implantable port was placed to patient diagnosed for breast cancer. The port was accessed through the skin, was aspirated, and flushed with saline solution, with procedure completed without any complications. Approximately a month later of post port placement the patient experienced right neck pain. Duplex ultrasound imaging was performed which showed that the patient was allegedly diagnosed with acute thrombosis of the right internal jugular catheter. On the next day the port was removed out from the patient due to internal jugular catheter associated thrombus. As per the provided medical record there was no objective evidence for obstruction of flow, hence the investigation for the reported device malfunction was unconfirmed at the moment. Additionally, it can be confirmed that the patient experienced thrombosis, neck pain. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.